Manufacturer narrative:
When the technician at the account investigated the overhead lift, he found the lift was leaking oil from the motor. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician at the account replaced the actuator restoration set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 243 es lift was leaking oil. The lift was located in the bariatric wing at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).